Event description:
Information from (B)(6) on a deltec port a cath. Patient had a deltec port-a-cath power pac inserted for antineoplastic therapy administration by a interventional radiology (B)(6) 2019. Port used for treatment until (B)(6) 2019. On (B)(6) 2020 patient presented with localized infection of port site, with nil preceding trauma. Port had not been accessed for 12 months prior to spontaneous development of infection. Port-a-cath surgically removed due to localized infection on (B)(6) 2020.